Manufacturer narrative:
D2b: product code: dqy.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified cephalic vein of the forearm. A 6.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. However, during fourth inflation at 30 atmospheres for 30 seconds, the balloon ruptured entirely in a vertical form. The device was removed and the procedure was completed with the original device and there were no patient complications reported. Patient was in good condition.